Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record showed the device had a manufacture date of 03apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a.

Event description:
.Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015 ls unit serial # (B)(4). Case resolution: tech has 8015 ls unit has error code 133.6080 which is the back up speaker on unit needs to be replace, units still under warranty repair will send unit in under warranty repair to replace backup speaker. Tech thank me for my assist. Ref: (B)(4).

Event description:
.Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 01111105 case subject: npi error code 133.6080 on 8015 ls unit account name: (B)(6) account #: 3894759 asset name: 8015ls pcu n america v9.33.1 a/b/g/n asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: tech called in for help on 8015 ls unit serial # (B)(6) failure device type: failure problem type: failure mode: case resolution: tech has 8015 ls unit has error code 133.6080 which is the back up speaker on unit needs to be replace, units still under warranty repair will send unit in under warranty repair to replace backup speaker. Tech thank me for my assist. Ref:_00d30y0yr._5000l1svczf:ref

Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record showed the device had a manufacture date of 03apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a